Event description:
It was reported by service report that the brakes would engage due to the cam bracket assembly being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.